Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 health effect - impact code. Additional information provided: is a photo available of the patient's reaction? No description of event, symptoms, manifestation of reaction infection: after completing surgery, prineo was applied to each patient properly (surgeon has been using prineo for years and is a frequent user), during post-op a dermatological reaction occurred where a large rash formed. The prineo was removed and medication given to the patients for the allergic reaction. Name of surgery? Spine procedures (specific spine procedure he did not remember and said he would have to go back and check his notes) what was the procedure date? (Tbd) what date /day post op was the reaction noted? (Tbd) was any prescription strength medication prescribed? Please specify? Medicine given-not sure if otc or prescription strength was any surgical intervention performed? No. Was the prineo product removed from the patient? Yes. If yes, date /day post op? (Tbd) were any cultures taken? Results? (Tbd) please describe how was the adhesive was applied. Normal application by surgeon who has been using the product for many years- I asked if there was anything different about skin prep or application and he said ¿no¿ how was the wound cleaned and dried prior to prineo application? Yes. What prep was used prior to, during or after adhesive use? ¿standard prep¿ was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or does the patient have allergies to cyanoacrylate or formaldehyde? Surgeon was not aware of any sensitivity prior to the reaction is the patient hypersensitive to pressure sensitive adhesives? Not noted in patient history was patient screening done prior to the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No screening in place besides standard pre-op h&p. Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Not possible to retrieve this information -current patient status. All patients reactions resolved.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: physician informed me that he had 3 occurrences of significant reaction to prineo, with treatment being given to resolve. Then took a break from utilization and started using again and had another reaction more recently. None have been previously reported to ethicon. He allegorically noticed that these reactions have occurred more in light and fair skinned individuals and has refrained from utilizing on those individuals going forward. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction infection. Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Was any prescription strength medication. Prescribed? Please specify? Was any surgical intervention performed? Was the prineo product removed from the patient? If yes, date /day post op? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown spine procedure on an unknown date in 2025 and topical skin adhesive was used. The surgeon has seen skin reaction to adhesive, discovered upon follow-up post-op. Treatment being given to resolve. Product availability is unknown. Additional information has been requested.